Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pain at ipg site. Surgical intervention is pending to address the issue.

Event description:
Additional information received identified that patient underwent surgical intervention on (B)(6) 2025 wherein, the ipg was repositioned to address the issue.

Manufacturer narrative:
The event of ipg repositioning due to pocket discomfort was reported to abbott. The patient's ipg was repositioned due to pocket discomfort. Therapy was turned back on post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.